Manufacturer narrative:
(B)(4) . Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,reports reduced strength of stream and occasional whitish/yellow vaginal discharge - vaginal well healed, suture line intact - doing well. Voiding, no dysuria, no complaints - small suture removed from left - no suture or granulation tissue in the vagina. Vaginal bleeding and pain with intercourse - gynecologist tried to trim but still has bleeding and pain. Has sling exposure in the left anterior vagina, small area able to remove all visible/palpable sling material and silver nitrate applied - mesh erosion of sling, status post removal - if recurs will schedule removal in or.

Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information the reason for mesh implantation: genuine stress urinary incontinence with urethral hypomobility. Procedure (s) performed: mid urethral sling-uretek (must be uretex), cystourethroscopy complications post uretex placement: in 2003 - reports reduced strength of stream and occasional whitish/yellow vaginal discharge - vaginal well healed, suture line inta CT - doing well in 2003: in-office suture removal: voiding, no dysuria, no complaints - small suture removed from left - no suture or granulation tissue - 6 weeks post op, continue restrictions. Return to clinic in 6 weeks. In 2003: in-office trimming: had intercourse. No pain but husband felt a sharp ¿poke¿. On palpation felt small sharp fragment of sling, trimmed. Agno3 applied to granulation tissue no further sling material palpated in 2009: in-office mesh removal: vaginal bleeding and pain with intercourse -gynecologist tried to trim but still has bleeding and pain. Has sling exposure in the left anterior vagina, small area able to remove all visible/palpable sling material and silver nitrate applied - mesh erosion of sling, status post removal - if recurs will schedule removal in or. In 2013: postmenopausal bleeding. Pain with intercourse. An entire line of sling had eroded through the vaginal mucosa that was clearly visible and palpable and tender to touch. Assessment ¿ eroded tvt sling. Prescribed estrogen. Continued bleeding. Would like to have in-office mesh removal. In-office mesh removal: excised eroded mesh and remaining mesh retracted. Continue estrogen. In 2014: resolution of bleeding. Still some granulation tissue present. Continue estrogen cream. In 2014: mild vaginal bleeding with strenuous or sexual activity but much improved from visits prior to removal of the mesh. Continued to have area of granulation tissue but no area of eroded mesh. Treated with silver nitrate.